Event description:
The customer reported that there was a "speaker malfunction" visual message on the monitor's display screen. There were no audible tones emitting from the speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a "speaker malfunction" visual message on the monitor's display screen. There were no audible tones emitting from the speaker. No pt harm was reported. The speaker was replaced to resolve the issue. Device labeling (IFU) adequately warns clinicians not to rely solely on audible alarming. Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.